Event description:
Patient reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed broken striated on anterior side assessed as surgical damage. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ brown particles inside of the device. No further actions are required as the device was implanted.

Event description:
Patient reported a left side deflation. Healthcare provided called and confirmed patient reported event of deflation by exam. The device has been explanted.

Event description:
Patient reported, a left side deflation. Healthcare professional, later confirmed, left side deflation. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.